Event description:
The customer reported that during shift check the pad/paddles were not recognized.

Manufacturer narrative:
(B)(4). The customer reported that during shift check the pad/paddles were not recognized. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.